Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed a dim display and cracked battery compartment. This report is made based on the results of an investigation completed on 02/18/2015.

Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on 02/18/2015 with the following findings: the display is dim/fading/reddish, and the battery compartment is cracked below bumper pad. Unable to confirm complaint of time and date reset in history, but the issue was confirmed during testing: the time and date reset complaint was duplicated within 23 hours after removing battery. Pump case was removed and corrosion was found under the internal battery. (B)(6).